Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer did not have an alternate charging cable or adapter to see verify if the issue was related to the supplies or the pump. Tandem technical support (cts) sent customer a replacement cable and adapter. No additional information was provided. The customer declined to further troubleshoot with cts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.